Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The devices were returned for a product development event evaluation and the threaded tip of the coupling screw was broken off in the back of the lag screw as noted in the complaint. The break was at the point where the m4 threads meet the shaft of the coupling screw and the surface was homogenous and did not show any sign of material irregularities. The fracture spiraled around such that it was at the base of the threads on one side and there was approximately half of a thread on the opposite side. The cap on the other end had numerous dings and dents on the bottom surface and the shaft was not straight as it exits the cap but was angled slightly to one side. This would potentially cause a side load on the threads when assembled with the highest point of stress being at the base of the threads on the side that the shaft leans towards. The remaining thread on the tip of the coupling screw was on the opposite side of the direction that the shaft was off center, leaving the cap, which is consistent with the expected stress point based on the direction that the shaft was off-line. The coupling screw was manufactured in may 2002 and has been in use for over 9 years without issue. The breakage is most likely due to the coupling screw being bent, causing a stress point at the base of the threads, and the age of the part. The complaint condition is due to misuse and is therefore invalid. Placeholder.

Event description:
It was reported that during a dynamic hip screw procedure, the threaded portion at the end of the coupling screw broke off into the lag screw. The broken fragment was retrieved and the surgeon was able to remove the lag screw using the insertion t-handle. The surgeon used another coupling screw and lag screw to complete the procedure with no problems. The procedure was extended for approximately 20 minutes with no adverse effect to patient. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. G4:original awareness date is 04/08/2012.